Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate high results when compared to another meter. The reporter did not provide values for either device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.